Event description:
It was reported that "during surgery for vaginal cure of cystocele, use of boston capio suture system with adapted sutures: when harpooning the sacrospinous ligament with the second suture, the suture hook remained in the ligament because the suture loosened when the device was removed. No abnormal tension or force was applied. The wire and device were easily removed, but the hook did not come back with it. Intraoperative image amplification check: hook in the sacrospinous ligament. Not palpable, not visible on exposure with valves. After consulting an experienced surgeon, it was decided to leave the hook in place. Procedure time increased by 1 hour". No report of patient harm or injury.

Manufacturer narrative:
(B)(4). The full UDI is unavailable as no product code was reported. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during surgery for vaginal cure of cystocele, use of boston capio suture system with adapted sutures: when harpooning the sacrospinous ligament with the second suture, the suture hook remained in the ligament because the suture loosened when the device was removed. No abnormal tension or force was applied. The wire and device were easily removed, but the hook did not come back with it. Intraoperative image amplification check: hook in the sacrospinous ligament. Not palpable, not visible on exposure with valves. After consulting an experienced surgeon, it was decided to leave the hook in place. Procedure time increased by 1 hour". No report of patient harm or injury.